Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, after the removal of the delivery catheter system (dcs, the perclose closure system failed and caused a vascular access complication. The injury was treated by surgery. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).